Event description:
It was reported that during device change out, a shock test was delivered accidentally with the implantable cardioverter defibrillator (ICD) placed outside of the patient body, and a spark was generated near the main unit. After explanting and replacing the ICD, the lead showed expected measurements and normal operations. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified electrical overstress, body fluid contamination in the feedthrough area and body fluid in the right ventricular (rv) lead barrel. Analysis of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that during device change out, a shock test was delivered accidentally with the implantable cardioverter defibrillator (ICD) placed outside of the patient body, and a spark was generated near the main unit. After explanting and replacing the ICD, the lead showed expected measurements and normal operations. No additional adverse patient effects were reported.